Manufacturer narrative:
The device as reported is not available and has not been returned to the MFR for evaluation (device is disposable). As such, no conclusion regarding an actual device eval is able to be made at this time. Device is not considered to have been defective based on reported event. Reported event suggests a procedural outcome. This report is being filed retrospectively (past 30 days) as a result of a co change in guidelines for MDR event reporting.

Event description:
Physician was using a db-175l device in an orbital atherectomy procedure to debulk heavy calcium plaque in 2 separate lesions. Procedure access was antegrade. In lesion 1 (tibial peroneal trunk), the physician observed a device dissection 1 cm distal to the at (anterior tibial) bifurcation. This dissection was stented with a cypher stent. In lesion 2, the physician observed a small (minor) dissection in the posterior tibial. The physician did not think either dissection was a serious event. The pt was reported to have in excess of 80% stenosis in both event locations. The physician felt lesion 1 was a more significant dissection and therefore, stented the dissection through a medical catheter intervention.